Event description:
On (B)(6) 2013, leica biosystems rec'd info from the laboratory confirming re-biopsy of one (1) pt (gastric mass) had been conducted. Refer to MFR report # 8020030-2013-00032 submitted for the peloris tissue processor.